Event description:
It was reported that this patient passed away on (B)(6) 2026, during an implant procedure for an implantable cardioverter defibrillator (ICD) system. While working with the right ventricular (rv) lead, before placing it in the rv, the patient developed ventricular tachycardia (vt) that accelerated into ventricular fibrillation (vf). The patient was externally defibrillated; however, after many efforts the patient did not survive and died from cardiac arrest. The rv lead is expected to be returned.